Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that around 2011 the patient had surgery for replacement of the wire and the healthcare provider (hcp) ¿had to go up to the top and chip side bones of the patient¿s spinal bone cord cover down her spine and down side pieces of vertebrae and knock it off on both sides in order to get the wire down because of the patient¿s scar tissue." No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.